Event description:
The customer stated that the cell-dyn 3500sl analyzer generated a hemoglobin result of 11 g/dl. The sample was repeated on another cell-dyn 3500sl analyzer with a result of 8 g/dl. The customer stated that the result of 8 g/dl was the correct result. The suspect result was not reported. The customer declined to provide any further info regarding the pt or the issue.

Manufacturer narrative:
When the tech exec (te) arrived at the customer site he performed a visual examination of the cell-dyn sys. The te examined the results that were discrepant and determined that all of the parameters were affected. The te examined the aspiration needle and found it was bent. The te replaced the aspiration needle. The te performed an open to close mode comparison, ran controls and performed all verification checks. All results were within specs. In addition, the complaint analysis and trending sys (cats) was reviewed and no adverse trend was noted for issues with discrepant hemoglobin results. This is the final report.